Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implant might have made their symptoms worse since implant. It was indicated that they could barely make it from their living room to bathroom without leaking. They also felt a lot of pain at their rectum and at the implant site. The therapy was on, and the patient had already tried all the programs. It was still not helping with their symptoms. The indication for use was gastrointestinal/pelvic floor. Additional information was received from a consumer (con). It was reported that they still were not getting therapeutic benefit. If they turned it up any higher it would hurt so they turned it down. The last time they saw a healthcare professional (hcp), they told them they had no idea how to do anything with the stimulators and were not trained in it. Additional information was received from the patient. The steps that were taken to resolve the worsening symptoms and pain at implant site is unknown. Patient said they do not like their device and said it doesn't work. Patient says it hurts, they leak all the time, and they've spent a lot of money on the pads. When the patient raises the numbers, it really hurts. Patient also has an infection all the time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient had not followed up with a physician regarding her concerns/symptoms as previously recommended. The patient reported it hurts all the time and patient could hardly walk at times because of the pain, and patient could just be sitting and it starts hurting, if she turns it up higher than 3.5 it really hurts. Patient stated it could not hurt one minute and then the next minute it¿s hurting. Patient stated it could not hurt one minute and then the next minute it¿s hurting. Patient also stated she has not noticed any results at all. The patient services clarified what type of infection patient had as previously mentioned .patient mentioned "no, it makes me stink whatever it is¿. Patient reported her primary care provider (pcp) gave her antibiotics for it and it helped but it didn¿t take it away, it was there constantly. Patient reported this problem with infection was pre-existing, but it was worse now. The patient did not know the event date of when it started getting worse. Patient mentioned she was planning to make an appointment with this physician. Patient indicated she did not plan to follow up with doctor after he told her he doesn¿t know anything about the device.